Event description:
It was reported during in clinic follow up that the patient was found to have fluid in their pleural cavity. The right ventricular lead exhibited increased capture threshold and decreased pacing impedance. Computed tomography (CT) scan suggested lead perforation. The lead was explanted and successfully replaced. The patient was stable post operation.

Manufacturer narrative:
Correction: previously reported with pericardial effusion coding in h6, now removed.